Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had a sub pectoral hematoma. Moreover, it was likely that during the implant procedure, the physician could have damaged an artery or vein. The physician was able to clear out a clot like a size of a fist. In addition, the device was explanted due to the risk of infection as the physician opted to place a drain in. No additional adverse patient effects were reported.